Event description:
It was reported that a user of the ilet insulin pump disconnected for several hours prior to a planned CT scan and subsequently experienced hyperglycemia with a blood glucose of approximately 250 mg/dl, preventing completion of the scan; the user requested guidance on keeping glucose lower and received troubleshooting and education on the need for continuous insulin delivery. Symptoms included elevated blood glucose. Outcomes included interruption of the planned imaging procedure without medical treatment or hospitalization. Investigation included review of user report and provision of educational guidance. Investigation of this case revealed glucose elevation consistent with prolonged pump disconnection and consequent interruption of basal insulin. It was concluded that the event was user-related due to extended pump disconnection leading to high glucose, and device malfunction was not identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.